Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The date of the event is an approximation. On (B)(6)2024, around 2:00 am, the patient was woken up by a cgm low alert (no specific cgm value was specified). No bg meter reading was reported at this time. The patient was wearing a tandem mobi insulin pump. The patient self-treated with glucose. Despite treatment, the patient's cgm was continuing to provide low readings, and then it suddenly showed high readings. The patient¿s cgm was reading 265 mg/dl while the bg meter was reading 62 mg/dl. Over the next hour, the patient attempted to calibrate the device, but it was reported the cgm values were ¿wildly inaccurate¿. Examples provided were the cgm reading 185 mg/dl while the bg meter was reading 77 mg/dl and cgm reading 45 mg/dl while the bg meter was reading 90 mg/dl. Around 3:00 am, the patient began to feel shaky, dizzy, and sweaty. Emergency medical service (ems) was called at this time. Once ems arrived, the patient¿s cgm was reading 125 mg/dl while the bg meter was reading 45 mg/dl. The patient was treated with dextrose (route not specified) by ems. The patient recovered after treatment and remained at home. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.